Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the severely calcified right coronary artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, while increasing the initial inflation from 8 to 9 atmospheres and before reaching the nominal pressure, the balloon ruptured. The device was removed without issue. A balloon of a different size was subsequently used, and the unknown implanted stent was successfully expanded, completing the procedure. The patient's condition was good, and the patient was discharged.